Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the patient have an infection? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a right wrist tendon sheath cyst resection under local anesthesia on (B)(6) 2025 and suture was used. The patient was admitted to the hospital with the main complaint of a mass in the right wrist for over a month". Physical examination showed that the patient was alert at the time of arrival, with a temperature of 36.5 degrees c, respiratory rate of 19 beats per minute, and heart rate of 76 beats per minute. Blood pressure was 138/86mmhg. There was no congestion in the throat, no enlargement of the tonsils, normal heart rate, soft abdomen, no tenderness or rebound pain, normal limb movement, and a mass of about 2 by 2cm could be seen on the right wrist with moderate texture, no redness or tenderness, limited mobility. Admission diagnosis: cyst of the right wrist tendon sheath. The patient underwent surgery after completing preoperative examinations. There was no bleeding or significant pain after the surgery. On the morning of the second day after surgery, the patient changed dressing and found redness, swelling, tenderness around the incision, small papules with itching on the local skin, and pus spots at the suture site; administer levofloxacin hydrochloride and sodium chloride injection, dexamethasone sodium phosphate injection, and intravenous drip of sodium aescinate once daily for treatment. On the morning of the third day after surgery, the patient changed the dressing again and removed the sutures. On the fifth day after surgery, the incision was dry without obvious exudation, and the patient's symptoms improved. Additional information was requested.